Event description:
It was reported that during daily startup inspection on the cardiosave intra aortic balloon pump (iabp) unit, the lithium battery was found to be expired. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
Additional information: e1 (event site state: (B)(6), postal code: (B)(6), contact person phone number: (B)(6)). A getinge field service engineer (fse) inspected the unit and found that the lithium battery was found to be expired. To fix the issue fse replaced battery. All functional safety checks have been made to meet factory specifications. The iabp returned to the customer for use.

Event description:
N/a.